Manufacturer narrative:
IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction. DHR was reviewed and no issues were observed. Product was manufactured, tested, and released in compliance with our procedures. Doctor stated that the patient is doing well.

Event description:
Ligation and chamber reformation in his only eye.